Manufacturer narrative:
Damage to the active electrode under the silicone overmold, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user experienced a sudden loss in hearing perception with the device. The user did not report any accident and the parents along with the doctor saw no signs of injury or inflammation. The user was re-implanted on (B)(6)2019. In the explant report form, a fall is mentioned in the condition leading to explantation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing with the device on the left side became unsatisfactory.